Manufacturer narrative:
Device evaluation: three (3) smiths medical cadd extension sets were returned for analysis in new condition and unopened in their original packaging. Visual inspection of the devices showed no discrepancies. Functional testing involved a leak test and no leaks were detected. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received that during use of this smiths medical cadd extension sets, leaking was noted. It was reported that the patient went to ER to get disconnected from infusion pump and stated that the tubing was leaking chemo on patient. According to the report, the ER discarded the tubing. No clinical injury reported.